Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video gastroscope eg29-i10c sn: (B)(4). In the event reported by the user, the user stated there is a spot in the image, bending rubber leaky which was detected before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility for further evaluation. No additional information provided.